Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 14mm in length, 95% stenosed, eccentric, de novo (progressive) target lesion was located in the moderately calcified, moderately tortuous and 2.50mm in diameter mid right coronary artery (rca). The lesion contained a =45 degrees bend. During percutaneous coronary intervention, the patient was stented with synergytm 2.25x16mm stent at the distal rca. Then the physician intended to implant synergytm 3.5x20mm stent in the mid rca lesion. While advancing the device to the lesion, the stent was dislodged from the stent delivery system at the prox rca, where an unknown stent was previously implanted. The physician then used mavericktm 1.5x15mm, followed by mavericktm 2.0x15mm balloon catheters and nc quantum 2.5x12mm dilatation catheter to balloon the dislodged stent and to ensure the stent was fully deployed. The stent was found well apposed by checking with intravascular ultrasound system. However the stent was not deployed at the mid rca where it was intended to deploy. No further patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).